Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range, high voltage lead impedance issue was observed on the lead. Patient was being monitored for this high impedance issue since the patient¿s device change out procedure in (B)(6) 2018. Physician opted to implant a new lead despite on that day the lead showing normal range impedance values. Upon lead revision procedure, physician observed a small insulation breach which appeared to have been cut. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable prior, during and post procedure.